Event description:
It was reported that the patient had pain that was not being relieved with the stimulation system. She noticed the change since going through security in (B)(6). She was still getting stimulation where she had it before, and had been walking more than usual. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: 3778-60, (B)(4), implanted: 2010 (B)(6), explanted: unknown; lead: model: 3778-60, (B)(4), implanted: 2010 (B)(6), explanted: unknown; neurostimulator: 37701, (B)(4), implanted: 2010 (B)(6), explanted: unknown; extension: model 748941, (B)(4), implanted: 2003 (B)(6), explanted: unknown; accessory: model: 74002, lot# n204144, implanted: 2010 (B)(6), explanted: unknown.